Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 454 mg/dl and current blood glucose was also same. Customer's doctor gave her 3 sets but all were not working. Customer reported the following symptoms related to their high blood glucose were abdominal pain on and off. Customer declined troubleshooting for the high blood glucose and treated with manual injection. The insulin pump will not be returned for analysis.